Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing an irritation on her back and under the front therapy electrode pad. The irritation was described as red and little bumps. The patient also reported having a history of skin sensitivity and an allergy to latex. The patient's physician recommended hydrocortisone cream and the patient decided to remove the device for a couple of days. Follow-up indicated that the irritation had improved.